Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: additional information - correction. H6: event problem and evaluation codes ¿ correction.

Event description:
It was reported that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. No data was provided for evaluation. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was a defective transmitter. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, that signal loss occurred. Product was provided for investigation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and failed. No data was provided for evaluation. The probable cause was a defective transmitter. No injury or medical intervention was reported.